Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) push button will not depress [device malfunction] ([blood glucose increased]). Case description: does the incident represent a serious public health treat? No. This serious spontaneous case from the united states was reported by a mother and a friend of the mother's. As "push button will not depress" and "high blood sugar" beginning on (B)(6) 2014, and concerned a (B)(6) old male pt using novopen junior (insulin delivery device) from (B)(6) 2013 to ongoing, due to type 1 diabetes mellitus. Medical history included type 1 diabetes mellitus diagnosed on (B)(6) 2013. The pt had no other medical conditions. A mother reported that her son was being treated with novolog penfill sliding scale, with novopen junior, from (B)(6) 2013. On (B)(6) 2014, the push button would not depress on the novopen junior, and as a result, the pt was hospitalized with high blood sugar that same day. The pt had blood sugar readings on the 400's md/dl and 500's mg/dl. The pt was treated with novolog in the hospital. Later that day on (B)(6) 2014, the pt recovered and was discharged home from the hospital. Action taken to novopen junior was reported as no change. The outcome for the events was reported as recovered on (B)(6) 2014.